Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2019 due to capture anomaly. No additional information was reported.

Event description:
New information noted that the capture anomaly was discovered shortly after initial implant procedure. High capture was noted on the right atrial lead. The patient was asymptomatic to the anomaly and was stable during and after the procedure.